Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, rv pace impedance steady at approximately 609 ohms through (B)(6) 2016, rises steadily until out of range by (B)(6) 2016.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high impedance, with slowly increasing impedance and increasing and high thresholds. A rv lead revision was performed, the lead remains in use and an additional pacing lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.